Event description:
On december 19th 2024, customer reported to hologic that they were questioning sars results in worklist (B)(4), run on panther plus serial number (B)(6) with the aptima sars-cov-2 assay (ml: 898175). In this run there were 8 sars negative results, followed by a cluster of 20 sars positive results, then followed by a cluster of 15 sars negative results. The customer did not report any sars positive results or the subsequent sars negative results. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event.

Manufacturer narrative:
Hologic reviewed the panther plus logs and confirmed there were no signs of hardware issues or kit preparation issues that could have interfered with the results. Customer was asked to check the sample shield and customer confirmed it was seated incorrectly. Hologic technical support recommended customer to clean sample, reagent preparation and touchpoint areas, perform monthly maintenance and run controls and blank samples. Customer performed cleaning, replaced the sample shield as part of monthly maintenance. The following run with a newly prepared aptima sars-cov-2 kit was valid and the 10 negative controls, 10 positive controls and 10 blanks resulted as expected. Hologic determined the issue was most likely due to positive contamination. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event.